Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit out of tolerance". The unit was triaged and the reported issue could not be confirmed at this time. Recertification testing was performed and unit passed. Rotor cycle timing and accuracy were checked using a test feed/flush set. Average rotor cycle time measured 10.2 seconds using stopwatch. Unit fed 64.8 ml of water by weight in 30 minutes using scale. Both readings are within specification. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump. The customer states that the unit is not accurate. No other information was provided. On (B)(6) 2018 the customer called to provide additional information per manufacturer's request. Per the telephone conversation, the customer stated that the pump was out of tolerance. He stated that the issue occurred during accuracy testing. He allowed the pump to run for 15 minutes prior to testing and then 30 minutes for testing using the correct height. He did not record the exact mls the pump delivered but it was at least 1ml over the accuracy range. The customer tried a new set with the pump and received the same results. No patient was involved.